Manufacturer narrative:
Evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation, the monitor would not power up. The root cause for the failure was isolated to contamination on ca board component j502. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred due to the damaged monitor. Device evaluation of battery sn (B)(4) been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred due to the damaged battery. Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (restarting) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. No adverse events occurred due to the defective charger. Manufacture dates: monitor sn (B)(4) - 08/24/2015; battery sn (B)(4) - 9/11/2018; battery charger sn (B)(4) - 2/22/2012.

Event description:
A us distributor reported that a patient's monitor will not power up and that the charger was restarting.